Event description:
It was reported that there was a thrombus, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after meeting all release criteria the physician unscrewed the closure device from the core wire. After the closure device had been released it was noted that there was a string-like thrombus present. The patient was given additional heparin to treat the thrombus. The thrombus did not immediately resolve, but the patient was still moved to recovery as normal. Upon waking, the patient was able to move all four extremities, but could not form sentences or communicate clearly. A computed tomography (CT) scan and magnetic resonance imaging (MRI) scan confirmed that the patient had a blockage in their brain. The patient was admitted to another hospital and underwent an interventional radiology procedure to clear the blockage. This event is still ongoing.